Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (386 mg/dl) with dangerous level of ketones present. The customer took a bolus via the pump to stabilize bg level. During the call with tandem technical support, the customer requested assistance in increasing basal rate and carb ratio settings. Reportedly, the health care provider requested the pump setting changes.